Manufacturer narrative:
The reported event is under investigation. (B)(4).

Event description:
Customer reported an issue with the benevision central monitoring system which may affect patient monitoring. No patient injury was reported.